Manufacturer narrative:
Suspect device received on november 17, 2021 device evaluation completed on november 23, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal siltex rnd diap pkg 275cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking on the posterior view, measuring approximately 0.3 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information received indicated that the date of explantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with 275cc mentor siltex round moderate profile, saline prosthesis has experienced right-sided deflation postoperative. The issue was diagnosed through physical examination. As a result, patient scheduled for an explant on (B)(6) 2021.